Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that in (B)(6) 2018, the leads migrated down. The rep noted that this was discovered post-op for a pns occipital lead placement, the patient¿s neck had high mobility, and this might have caused the lead migration in some instances. The patient did not fall or have any adverse vents that she could remember that might have caused the lead migration. In the end, the rep reprogrammed the system for improved coverage and the issues resolved. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated